Event description:
It was reported the patient received multiple inappropriate shocks from the right ventricular (rv) lead. Insulation damage inside and outside of the lead was also noted. Review of performance data indicated a spike in impedance on the low voltage portion of the lead, high short interval counts (sic) and several fast non-sustained ventricular tachycardia (nsvt) episodes. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments. The proximal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead was extrinsically breached due to a cut and a tear and the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 7230cx36, implantable cardioverter defibrillator. (B)(4).